Event description:
The customer reported discrepant prostate-specific antigen (psa) and thyroid-stimulating hormone (tsh) results, for several pts, involving synchron lxi 725 system. This is report number one of two. The elevated psa result did not correlate with the pt's clinical condition and was above normal clinical range. Subsequent testing produced results within clinical range. The elevated result was released out of the lab and questioned by the physician. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2010. The fse performed required system verification testing. No issues were noted. The fse performed high sensitivity (hs) system check, which passed within system specifications. The unit conformed to the MFR's performance specifications. The customer stated system checks were within specifications. Quality control (qc) was within specifications prior to and after the event. Pt samples were collected in becton dickinson (bd) serum separation tubes (sst). Centrifugation was performed at 3,200 rpm (rotations per minute) for 15 mins. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-04773.